Event description:
Reporter indicated that vns patient had passed away. No indication was made regarding cause of death or relationship of death to ncp system. Attempts to obtain additional information have been unsuccessful to date.